Event description:
Patient was implanted with matrix hardware at l4-l5 on (B)(6) 2013. Post-operatively, patient developed an infection. Patient returned to the or on (B)(6) 2013 for removal of hardware. At this time, surgeon removed three screws, four heads, two rods, and four locking caps. One locking cap was stuck and was difficult to remove. As a result, the surgeon bent the threads on one screwdriver and three other screwdrivers had the threads break off of the screwdriver tip into an unknown number of tiny fragments. All fragments were removed and confirmed via x-ray. The surgeon was finally able to remove the cap by using a rod holder and twisted the screw out with the rod attached to it. The cap remained intact and the surgeon was able to remove the rod with the cap intact. Surgery was prolonged by approximately 10 minutes. No adverse effect to the patient. Surgeon washed out the patient and packed the incision. This is report 10 of 17 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. The drivers received exhibit tip damage consistent with excessive force used during removal based on the orientation of the helical pattern. The drivers chipped and yielded as described in the complaint description. In the laboratory test synthes mt11-454, yielding occurred at approximately 15nm and shearing occurred at greater than or equal to 20nm. This suggests that the returned part was subjected to torque as high as 15nm. The materials of these two drivers were reviewed and are adequate for the devices intended use. The 03.632.074 and 03.632.073 are not meant to be used during the removal of the locking caps. The technique guide describes using a solid core driver shaft with the 10nm torque-limiting handle. The design risk assessment is adequate for the intended use.